Event description:
(B)(4). The provider states the arm rest support broke off on the chair. He didn't know if it is on the left or right side. He states he didn't know how this occured but was inquiring warranty and the part broke at a weld (B)(4).